Event description:
Venous spasm prevented advancement of line. When attempting to remove guidewire, catheter accordianed and guidewire snapped back in. Subsequent x-ray revealed that v-cath fractured on distal end and was close to breaking off.